Manufacturer narrative:
(B)(4). Batch # n9240k. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 14 clips as intended and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clip track was found to be damaged at the distal end causing the lockout issue. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, the legs of the clips fall away from each other and placed wrong. They took a new clip applier and this devices works properly. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: were clips scissored? No, the clips came with ¿crossed legs¿ out the device. Or were clips malformed? Yes, the clips were malformed. Or were clips both scissored and malformed? Only malformed. They took a new clip applier and used this exactly the same as the previous device without any problems.